Event description:
It was reported to medtronic minimed that the customer experienced a replace battery now alarm with a prior low battery alert and it was the second occurrence. The customer also reported a blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the replace battery now alarm, blank display, and the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing, however, broken reservoir tube lip was noted. Unit was also received with corroded battery tube. After multiple battery installations and monitoring unit, unit remained on blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to blank display. Unable to retrieve software version due to display anomaly and corrupted history files. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, moisture damage was noted on electronic assembly pcb1. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: serial number label missing, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, missing display window/cover, keypad overlay peeling, keypad overlay texture damage, scratched case, pillowing keypad overlay, and broken reservoir tube lip. In conclusion, customer's allegations of unexpected battery power loss were unknown due to unit being unable to be downloaded using thump software, due to display anomaly. However, customer allegations of blank display were confirmed when unit remained on blank display after multiple battery installations and being monitored. Isolate to electronic assembly. Additionally, unit was received with corroded battery tube and broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.